Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed results tpsa was contamination of the hm system. The siemens healthcare diagnostics field service engineer (fse) performed maintenance on the hm system, replacing the hm pump heads, performing general hm maintenace, and replacing and aligning the r2 probe. The instrument is performing within specifications. No further evaluation of the device is required

Event description:
Falsely depressed tpsa results were obtained on patient samples and qc. The results were obtained after acceptance of a calibration outside of acceptance range. Results on two of the patients were reported to the physician as below assay range. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed tpsa results.